Manufacturer narrative:
The device was returned to mmdg for evaluation. An investigation was conducted and the pump did pass all functional testing within product specifications. Mmdg was unable to replicate or confirm the complaint. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that they set the patients pump up for their overnight feeding, and that when the pump alarmed dose done, they went to check on the patient and the bag was still full of formula. The initial reporter stated that this resulted in a four hour delay of therapy. They also stated that the patient did not require any medical intervention and that the patient was doing fine after the event. (B)(4).